Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. In agreement with the clinical observation, the device interrogation revealed the eri battery status which was activated during follow-up on (B)(6) 2022. The archive data and the programmed parameters were inspected. During that follow-up, parameters representing the safe program (vvi mode, 70 bpm, 4.8 v at 1.0 ms) were programmed most likely by pressing the safe button on the programming wand. Eri was activated immediately. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of higher output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.